Event description:
Customer reported issues with the insulin pump. Customer states that there is a low battery alarm. The blood glucose reading is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to corrosion found on the electronics. Unable to verify the low battery alarm, and perform the sensor, displacement, occlusion, basic occlusion, prime, or no delivery tests due to the blank display. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.